Event description:
The customer reported that the unit has power failure. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The customer contacted product support and states unit is having power issues. Went through power troubleshooting with the customer. Verify power supply, a) with ac power disconnected, remove j1 from pm pcba, b) reconnect ac power, c) verify that 24v is present between the orange and brown wires on the power supply harness connector, d) if 24v is present, replace the pm pcba, e) if 24v is not present, go to the next step. Verify that ac power is present, a) disconnect ac power, b) remove emi shroud, c) reconnect ac power, d) verify that ac voltage is present between the blue and brown wires coming from the ac inlet, e) if ac power is present, replace the power supply. Customer confirmed ac power at ac inlet. Customer requesting part number and price for power supply. Product support provided the information to the customer. Patient information and repair information were requested from the customer, but no response was received. Further information is pending.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and found that another case was created where it states that the power supply was replaced.